Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Conclusion: irregular a pacing: the reported behavior is due to a normal functioning of the embedded implant's algorithms designed to improve ventricular tachycardia detection. The ICD performed as specified, and specifications are adequate. Unexplained classification and inappropriate therapy: with the available info, we cannot be sure that the reported event is the consequence of v sensing during the committed window, since no synchronous egms recorded relate to this window. However, this is the most probable explanation for the reported event. Review of ICD software specifications confirmed that the ICD operated as specified, although it did not operate as intended. The clinical requirements are shown below: in aaisafer, when a ventricular detection occurs in the committed window: no ventricular stimulation should be applied at the end of the committed window. This event should not be considered as the end of a ventricular cycle. The committed window was introduced in our devices to handle cross-talk (atrial pacing detection in the ventricular channel). To be consistent, most of the algorithms use this committed window, and the acceleration reference rate computing uses it in the same way. In this particular circumstance where the ICD invokes its reference rate computing scheme, it does not consider a v sensing event occurring during this 94ms detection window. The induced long cycle lead to inappropriate therapies. However, if specifications were changed to solve this particular case, unexpected consequences could appear in other circumstances (e.g. If vs during the committed window was considered for the acceleration calculation, some real arrhythmias - vt - could remain undetected). In case such events were to recur, a solution to solve this problem and stop the inappropriate therapies could be to increase the slow vt detection rate. Note: some noise sensing episodes were also observed. In some of them, the pattern of the noise signal is very similar to typical 50hz emi sensing episodes. The amplitude and duration of this type of noise could prevent correct operation of the defibrillation system. Domestic electrical appliances might be the cause of such episodes and it would be interesting in the future to correlate the time and date of noise sensing events with specific pt's activities in order to try to locate and suppress the source of noise.

Event description:
During the routine follow-up of the device involved in this report, the physician noticed two unexpected events in a recorded arrhythmia episode: irregular atrial pacing; inappropriate atp therapy.